Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735772, lot: 190806, product ID: 9735773, lot: 1939, and product ID: 9735787, lot: 19380111 h3, h6) a manufacturer representative went to the site to test the navigation system. Testing revealed the interconnect cable was replaced, however the issue persisted. The main cart batteries and ups were replaced and the system then performed as intended. Codes b01, c02, and d02 are applicable to the system checkout. H3, h6) the product ID: 9735772, lot: 190806 was returned to the manufacturer for analysis. Testing revealed the returned cable had no apparent physical damage and passed a continuity test with no opens or shorts detected. Codes b01, c19, and d14 are applicable. H3, h6) the product ID: 9735773, lot: 1939 was returned to the manufacturer for analysis. Testing revealed the battery was tested with a good known ups for a 24 hour period and during this test, the ups shut down due to the battery overheating which caused no power. Codes b01, c02, and d02 are applicable. H3, h6) the product ID: 9735787, lot: 19380111 was returned to the manufacturer for analysis. Testing revealed the ups was testing with a good known battery for a 24 hour period and tested with no issue. The ups was then unplugged from alternating current (ac) power and continued to run without issues before it shut down as programmed. Codes b01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after the battery and uninterruptible power supply (ups) on the camera cart were replaced last week, the camera cart did not boot up. The manufacturing representative (rep) reboot the system with no change. The rep was able to power down the main cart using the power button on the camera cart. Using a different interconnect cable and the system was able to boot normally. There was no patient involvement. Additional information was received. It was clarified that the system was experiencing multiple unexpected shutdowns with different wall outlets even with the camera cart disconnected. After both carts shut down unexpectedly, the camera cart was unable to power on. The system was power cycled and the camera cart shut down unexpectedly. The system was power cycled again and the main cart shut down unexpectedly. Camera cart would no longer boot up, and in self test, the main cart battery would intermittently flash between 0 and 100 percent (%). A hard shutdown was performed, which did not resolve the issue. The internal component statuses for the main cart were listed as connected, except for the checkpoint and endpoint which displayed disconnected. All camera cart components displayed disconnected. The battery backup was confirmed to engage when the system was disconnected from wall power. The system was disconnected from wall power, the main and camera carts were disconnected, and the main cart was shut down. The main cart displayed an error "unable to shut off ups" and then powered down. The power button was held down on each cart for 5-10 seconds, and the system was rebooted and the issue resolved. The cable routing was confirmed to be correct on checkpoint and status lights on the ups appeared as expected. Self test showed green and connected statuses for main and camera cart ups and all internal components for both carts displayed green and connected. A power cycle was performed via software and carts booted as expected.